Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they found a defective roche cardiac pipette. When withdrawing the needle of the device from a sample tube, the needle came off from the syringe body of the device and remained embedded in the stopper of the sample tube. The needle was protruding from the stopper. No adverse events were alleged to have occurred. A specific root cause could not be determined as the device was not available for investigation. A production failure or failure from any other source could not be excluded.

Manufacturer narrative:
Including this complaint, there have been 21 issues of the same nature within the past 2 years for the complained product.